Manufacturer narrative:
Received 1 urethral catheter. The reported event was unconfirmed. The exterior of the sample was visually inspected and did not find anything to contribute to the reported event. Per the dimensional inspection, the tip length was measured to be 10/32". The lower end of the specification is 9/32"; therefore, the sample met specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the drain eye was too close to the tip of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain eye was too close to the tip of the catheter.